Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error several times and then change sensor. Customer's blood glucose level was around 164 mg/dl but her sensor reading was around 60 mg/dl. The insulin pump went into threshold suspend. The device was not returned.